Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen was partially greyed out and they can not see what was on that part. Customer stated that the insulin pump had partial display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked battery tube threads and a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display.